Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test and also alarmed motor error during rewind as a result of a loose/protruded drive support disk. The motor was tested outside the device and passed. The unit was received with cracked case at the display window corners and scratched screen.

Event description:
The customer reported that the insulin pump alarmed motor error. No further information was provided.